Event description:
The heparin pump on the fresenius 2008h dialysis machine was set to infuse 1000u (1cc) per hr. 10 cc's of heparin (1000u/cc) were infused within the first 30 mins of the dialysis treatment.